Manufacturer narrative:
(B)(4). Lot 13h017 was manufactured august 8, 2013 - august 12, 2013. Evaluation summary: the device was returned for evaluation with a patient label indicating flucloxacilline was used with the device. Visual inspection identified excessive white drug precipitate deposited in the solution of the bladder. The luer cap was removed in order to conduct a functional flow test; flow was not observed at the distal luer upon removal of the luer cap as drug precipitate blocked the fluid path. This confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor experienced a no flow. This occurred during or after filling and before patient connection. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The problem was caused by drug precipitation that blocked the flow path. Should additional relevant information become available, a supplemental report will be submitted.